Manufacturer narrative:
It was reported that during procedure, a small tear in right coronary cusp was found and was therefore not implanted. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident appears to be related to damage during use. However, the exact cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The reported intervention is a case specific circumstances as the valve was surgically explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve was chosen for a surgery of acute aortic dissection type a. They initially planned for aortic valve replacement (avr) and supra coronary ascending aortic replacement. After completing the avr procedure and while preparing for replacement of ascending aorta, surgeon found a small tear in right coronary cusp. Therefore they decided to perform bentall operation. The 21mm valve was explanted and a new 19mm sjm masters series coated aortic valved graft was implanted.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.